Manufacturer narrative:
H3: product analysis: evaluation of the device determined there was a bearing detachment. The likely cause of failure could not be determined. It was noted also that the tip of the tube is out of shape, the distal hole is deformed and the laser markings and color band are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. Additional information was received stating that detached bearings were found during evaluation.